Manufacturer narrative:
A review of the complaint history for sn (B)(6) as performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not working, and the medication was not showing up for nurse to dispense. A field service engineer replaced half height row tray in the aux drawer 2.1 to resolve this issue. The system functioned as intended after the field service engineer repaired the device. E1: facility name: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was not working. The customer confirmed that there were no delays or negative outcome. However, this issue occurred when the nursing staff attempted to dispense medication to a patient. There were no adverse events or injuries reported based on this event.